Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10: concomitant medical products: product received on: 03oct2019. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One unopened device was returned for investigation. No biological matter or surface damage was noted. The distance between the cap and hub was measured to be out of specification. The device passed the tug and twist test for flare security within the cap. The device leaked at the distal end of the cap. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were found to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) showed one related nonconformance, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed one other complaint from related lots, but this complaint was opened for trending purposes. There is sufficient evidence that additional nonconforming product does not exist in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a manufacturing deficiency and quality control deficiency caused or contributed to this failure. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This file was reopened to address a gap identified in the original investigation related to a calibration failure of a torque driver. The below text contains the new information incorporated into the previously submitted findings. The new information did not affect the investigation conclusion. Investigation / evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One unopened device was returned for investigation. No biological matter or surface damage was noted. The distance between the cap and hub was measured to be out of specification. The device passed the tug and twist test for flare security within the cap. The device leaked at the distal end of the cap. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were found to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) showed one related nonconformance, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed one other complaint from related lots, but this complaint was opened for trending purposes. There is sufficient evidence that additional nonconforming product does not exist in house or in the field. As part of CAPA investigation activities, this file was reopened for further investigation. It was discovered the complaint lot was manufactured with a torque driver that later failed calibration. An investigation was opened to address this torque driver calibration issue. Test samples were made using the out-of-tolerance (oot) setting and passed leakage and tensile testing. The occurrence rate of complaint devices made using the oot setting was found to be lower than the occurrence of other mac-loc catheters. Based on this information, this torque driver calibration issue likely did not contribute to the device failure and containment related to the oot calibration is not required. A CAPA was previously opened to address torque driver calibration and implemented corrective actions. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a manufacturing deficiency and quality control deficiency caused or contributed to this failure. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): initial reporter is manufacturer quality engineer. Occupation: quality engineer. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
During manufacturer leak testing of returned devices, an unused ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to leak. This catheter and five other unused catheters from the same lot were originally returned against medwatch report # 1820334-2019-02485 as unused devices for investigation. This device did not make patient contact. They were returned unused in the original sealed packaging.